Event description:
The device associated with this event is associated with the class iii mcghan style 40 silicoane filled smooth breast implant recall (z006-4). Reporter indicates that surgery has occurred to replace left side implant due to perceived increased projection.